Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 360 mg/dl and 160 mg/dl. No adverse event reported. The lot number was not provided. The product will not be returned for evaluation.